Manufacturer narrative:
(B)(4) it was reported that a patient, underwent an ischemic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was evaluated, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was also evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires were disconnected inside the dome. It was also found that the internal components were covered by corrosion. However, these failures are not related with the reported complaint. An irrigation test was also performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The catheter failed thermocouple test however it is not related to the tamponade and the root cause of it remains unknown. The instruction for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, underwent an ischemic ventricular tachycardia procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required pericardiocentesis. Soon after ablation started the catheter moved and it was noted that the patient's blood pressure went down. A pericardiocentesis was performed and 250ml of fluid was drained. No surgery was needed. Additional information was received on the event. A transseptal puncture was performed with a st. Jude medical needle. Anticoagulation was given to the patient during the procedure. There is no further information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. However, there was no indication of a product issue and there were no error messages observed on biosense webster equipment during the procedure. Settings during the event include: power control mode / power at 35 watts / irrigation flow setting 30cc / st. Jude agilis sheath was possibly used. The power was not titrated during ablation.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/18/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4) .

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) coolflow pump (model# m-5491-02 serial#(B)(4)) stockert 70 system (model# m-5463-01 serial#(B)(4) accunav ultrasound catheter (model# unknown lot# unknown) pentaray nav catheter (model# d-1282-08-s lot# 17207985l) (B)(4). (B)(6). (B)(4).